Event description:
Approx six weeks after placement of the cypher, the pt had an amy, went into cardiac arrest and thrombus was found in the stent. The pt also died after treatment of the thrombus. This pt presented for elective tratment of a de novo lesion in the prox lad of 40mm in lenght in a 2.5mm diameter vessel. The (class c) concentric lesion was characterized with calcification. Rotoblation was conducted before deploying one 2.5 x 18mm cypher stent at 20 atm, two times. Ivus was conducted. Timi 1 and 3 flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%. Act was not measured.